Manufacturer narrative:
(B)(4). Product registration-corrected information. B5: describe event or problem - additional information. D4: serial no- corrected information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2: type of follow up- additional information/ device evaluation/correction. H3: device evaluated by mfg- additional information. H5: labeled for single use-corrected information. H6: additional information.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Transmitter failed/error/alert.

Manufacturer narrative:
(B)(4).